Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed from the device inspection result by olympus service operation repair center (sorc) that the locking mechanism of the video connector socket was damaged. Therefore, omsc determined that the color bar was displayed on the monitor screen due to insufficient connection. The locking mechanism may have been damaged because the user pulled out the connector without unlocking the video connector socket. Alternatively, it may have been damaged by accidentally hitting something on the locking mechanism. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced. The reported event may have been caused by contact failure between the endoscope and the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the device was connected to the olympus flex video scope ltf-vp, the color bar was displayed on the monitor screen instead of the endoscopic image. When the olympus rigid video scope wa50050a was connected, no issues occurred. There was no report of patient injury associated with the event.